Event description:
It was reported the device displayed abnormal qrs waves and the user treated it as a ventricular arrhythmia, but the treatment did not resolve the alarm. The monitor was replaced, and it was found the rhythm was normal.

Manufacturer narrative:
E1 reporting institution address: (B)(6). E1 reporting institution phone #: (B)(6). No functional or diagnostic testing could be performed as the device was not returned for evaluation, and no logs or pictures were provided. Additional information was requested; a response was received which indicated the ECG measurement was displaying the incorrect rhythm; however, no pictures or audit trail/logs were available. It was also indicated there was no harm to the patient, but the customer did not provide the specific treatment performed. Based on this information, there was no actual patient harm; however, it remains unknown what specific treatment was performed based on the alleged incorrect rhythm. As the customer answered no to the question about harm due to medication administration, it is implied that medication was administered. A medication error in which the medication administered was incorrect or unnecessary will be conservatively considered a serious injury, as medical intervention was performed to preclude permanent impairment of a body function or permanent damage to body structure. Based on the information available, the cause of the reported problem was unable to be confirmed, and the root cause remains unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.